Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure, surgeon was using the compression forceps and ensured the loose nut before compressing against the point of fixation, the sleeve was broken before he put it in the desired position, he tried with a second sleeve with the same result; the second sleeve was broken again, and the uss lamina hook was broken too. Devices were damaged before the physician could use into the patient. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
This is 3of 3 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.the product was returned and the investigation is ongoing.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates that the sleeves and hooks were broken off before put in position. The rod may not have been positioned accordingly in the screw head which may have led to the breakage of the hook and sleeve during rod reduction. The implants were manufactured according to the specification.

Event description:
This is 3 of 4 reports for the same event, (B)(4).